Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. However, review of the samples and photos did not identify any issues with glass breakage. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues pertaining to gel smearing or defects in the glass (that may attribute to glass breakage) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. However, review of the customer photos, samples and bd retains showed no indication of glass breakage. Root cause description: based on the investigation, a root cause could not be identified. However, with respect to glass breakage, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml had broken glass while the gel barrier had been altered in other tubes. No serious injury or medical intervention reported.